Event description:
A caller reported a pixel issue on their pump display, which affected their ability to interact with and read the pump screen. There was no reported impact on the customer's blood glucose level. A replacement pump was arranged by technical support, and the customer continued using the current pump until the replacement was received.